Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer stated calibration and quality controls have been acceptable. Possible root causes include bubbles on the sample surface or issues with the pre-analytic handling. Other typical causes of this type of event include issues with samples quality or insufficient maintenance of the analyzer.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys pth stat immunoassay result for one patient sample. The initial result for an edta plasma sample from an intra-operative patient was 28.11 pg/ml and was reported outside the laboratory. The surgery unit called the laboratory because they believed the result could not be valid. The customer repeated the same sample on a different cobas 6000 e 601 module and the result was 121 pg/ml. The repeat result was believed to be correct. As the patient's surgeon did not believe the erroneous initial result, no action was taken based on the result. There was no adverse event. The reagent lot number was 14326102 with an expiration date of 08/31/2017. The customer stated he believed there were bubbles in the sample on the initial testing. The field service representative found there was a mis-adjusted photo multiplier tube (pmt) reference voltage and he adjusted the voltage. He ran performance testing which was within specifications and visually inspected the mechanisms and movements. The customer ran calibrations and qc with results within the customer's expectations.